Manufacturer narrative:
On (B)(6) 2023 the customer reported battery failed and lost sensor alarms, pump error 53s, and a crack in the case on the back of the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the battery tube threads--one vertical and the other horizontal, cracks in the case on the battery tube side one of which starts at the left belt clip rail. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No unexpected pump errors 53, 68, 49, 23 or unexpected restarts were noted during testing either. The pump was programmed with a test guardian link gl3 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿pairing successful¿. The pump was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following battery related alerts/alarms around the event date: 58=battery failed--10+ alarms on (B)(6) 2023 from 04:42:38 to 05:14:43. The adapt tool lists the following communications related alerts/alarms around the event date: 780=lost sensor 1 occurred on (B)(6) 2023 @ 02:04:00; 794= sensor expired occurred on (B)(6) 2023 @ 20:58:00. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 53 (filenumber = 4, linenumber = 1999) occurred on (B)(6) 2023 @ 04:42:35. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of battery failed and lost sensor alarms were not confirmed but that for pump error 53s and a crack in the case were confirmed. The pump error 53 (filenumber = 4, linenumber = 1999) is due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported error 53, battery failed, error 68, 49, 23, had a crack on the battery side and was not able to have the sensor reconnect and reported loss of communication between pump and transmitter. No harm requiring medical intervention was reported. Troubleshooting was performed, lost sensor signal and high blood glucose was also reported that treated with manual injection. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.